Event description:
Olympus was informed that during an unspecified emergency surgical procedure, the distal end of the suspect medical device broke off inside the patient. However, no fragments/parts remained inside the patient as they were reportedly located by x-ray and subsequently retrieved by unknown approach. No other information was provided but the intended procedure was reportedly prolonged and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Manufacturer narrative:
Correction: - date of this report device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that one of the jaws had completely broken off. Furthermore, there is corrosion at the fracture surface and the pull rod is slightly deformed. Causal for these abnormalities and the subsequent breakage of the jaw is material fatigue by mechanical overload. It can be excluded that it was caused by a material or quality problem as a manufacturing and quality control review was performed for the affected lot number of the jaws insert without showing any abnormalities. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.